Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients on multiple alinity I analyzer. The results provided were: on (B)(6) 2022 sid (B)(6) on alinity ai02984=1249 ng/l /repeated=9.0 ng/l sid (B)(6) on alinity ai01993=35 ng/l /redrawn and repeated sid (B)(6) on ai02984=1.0 ng/l /recentrifuged and repeated sid (B)(6)=1.0 ng/l /on beckman=2.0 ng/l laboratory reference range for male=< 26 ng/l; female= < 16 ng/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13-27 that has a similar product distributed in the us, list number 4z21. Updated postal (B)(6). Complete information for patient identifier sid(B)(6).

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, accuracy testing of alinity I stat high sensitive troponin-I reagent lot 42429ud00. The evaluation of complaint data for the product and likely cause alinity I stat high sensitive troponin-I reagent lot 42429ud00 identified normal activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 42429ud00, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Sample integrity issue at the time of testing may have contributed to the customer's issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 42429ud00.